Manufacturer narrative:
The discus technical specialist for zoom chairside whitening ((B)(4)) investigated the incident and evaluated the process/procedure(s) that dr (B)(6) staff used in whitening the patient's teeth. It was determined during the interview process that the retractor provided with the kit was not used. This particular retractor has been (was) designed to wrap around the lips and protect them from uv light emissions from the chairside lamp. Using any "off label" retractors not provided with the kit can increase the risk for tissue exposure to uv rays. The kit does contain a warning card to the end user to use all items in the kit, in the order required with no substitutions. It was strongly recommended that the dfu for the whitening procedure be followed. The dfu, most specifically isolation requirements and techniques were reviewed with the person who originally performed the procedure.

Event description:
The patient had the procedure performed on or before (B)(6) 2011 at (B)(6) office. She called in to complain to (B)(6) office on (B)(6) 2011 claiming she had swollen lips with slight blistering and that she had gone to the emergency room because of it.